Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial and left ventricular leads were explanted. Additional information received indicated that the atrial and left ventricular leads had high thresholds. No patient complications were reported as a result of this event.

Event description:
It was reported that the atrial and left ventricular leads were explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.